Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post procedural bleeding and muscular dystrophy. Concomitant products included sumatriptan since 2015 and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines") and headache ("headaches").in 2014, the patient experienced menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), polymenorrhoea ("more frequent periods") and back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with paracetamol (pain relief) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, headache, polymenorrhoea and back pain outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on date (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received - event back pain lower was added. Outcome of the events abnormal bleeding , cramping was updated from unknown to recovered and event migraine was updated from unknown to recovering were updated. Concomitant and treatment drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included procedural bleeding. In (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("more frequent periods"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage, migraine, headache, dysmenorrhoea and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6)2009, she had hysterosalpingogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: reporters added and updated patient demographics. . Concomitant disease was added. Added laboratory data was updated. Added suspect drug indication. On (B)(6)2009, she implanted essure (previously reported as (B)(6) 2009). Added events abnormal bleeding (vaginal), migraines / headaches, dysmenorrhea (cramping) and more frequent periods. Updated events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy prolonged periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.